Event description:
It was reported tyco healthcare/kendall on 3/14/04 that a customer had a problem with scd system. The customer reports, "the sequential compression device on the pt's left leg was not working properly. The middle portion of the device was not deflating when the rest of the scd was deflated. Upon removal, the leg was discolored with bilateral covering the entire circumference of the leg.